Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip fracture remains unknown.

Event description:
During the procedure, following puncture of the right and left femoral veins, a tip fracture was noted. When attempting to position the catheter, resistance was noted. Upon removal of the catheter, a fracture was observed at the tip. Another catheter was used to complete the procedure with no consequences to the patient.